Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was proactively replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit was not switching to mechanical ventilation when requested. There is no report of patient involvement.